Manufacturer narrative:
The issue was resolved when the customer swapped probes. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their bedside monitor (bsm) is producing incorrect readings. They also stated that the readings are going up and down, but no alarms are being triggered. No harm or injury occurred. The issue was resolved when the customer swapped probes.

Manufacturer narrative:
Details of complaint: the customer reported that the bedside monitor (bsm) was producing incorrect readings. The readings were going up and down, but no alarms were being triggered. The issue was resolved when the customer swapped probes. No patient harm or injury was reported. Investigation summary: this issue would result in a delay in recognition and management of deteriorations in oxygen saturation. This would be easily detectible by clinicians who could then assess the patient's condition and prepare alternate monitoring methods if necessary. The issue of spo2 not reading correctly was resolved after the customer changed the probe. The spo2 probe was not returned for evaluation. A root cause cannot be determined. Cable damage is the likely cause of intermittent readings as the customer reported not having tested with different cable or probes. No further issues were reported, and the issue had not recurred with the reported device. The issue is most likely resolved.

Event description:
The customer reported that the bedside monitor (bsm) was producing incorrect readings. The readings were going up and down, but no alarms were being triggered. No harm or injury occurred.